Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.

Event description:
Ous MDR - after an implant period of approximately 31 months of the rv lead, oversensing was reported. This device was not returned for analysis and no implant or explant date have been provided. All available information suggests this device remains actively implanted.